Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified cephalic vein. A 5.00mm / 2.0cm / 50cm pcb 2cm balloon catheter was advanced for dilation. However, during the second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed using this device. No complications were reported, and the patient was in good condition post-procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified cephalic vein. A 5.00mm / 2.0cm / 50cm pcb 2cm balloon catheter was advanced for dilation. However, during the second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed using this device. No complications were reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: a pcb device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning approximately 2mm proximal of the distal markerband and extending approximately 9mm proximal of the distal markerband. The rated burst pressure for this device is 10 atmospheres as per pcb 2cm specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.